Event description:
A user facility reported a defective intraocular lens (iol) that was noted by the surgeon when the lens package was opened. The surgeon discarded the lens. There was no pt impact/injury associated with this event.